Manufacturer narrative:
P-cap locked in place properly during testing. All buttons were tested while navigating the menus, and they all worked properly. Keypad overlay was removed and no damage or moisture damage on keypad assembly was noted. Unit received with all buttons responding properly. Unit was successfully downloaded using thump software. Unit was uploaded to carelink. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, displacement accuracy, occlusion test and self test. The adapt tool was utilized to search for alarms that may have occurred in the past or during the call. During download history review no relevant alarms on event date in download history files to confirm complaint code. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage or anomalies noted. The unit also passed the keypad voltage test (3.2v). Unit was also received with cracked case (battery tube), cracked case on battery side, scratched case and pillowing keypad overlay. In conclusion, unable to confirm customers concerns of high bgs and unresponsive buttons. No relevant alarms noted in download history review and testing of the unit was successful. Unit functioned properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and also reported sticky keys. Troubleshooting was partially performed and found that the that numbers are not ramping on their own and the scroll bar was not moving with no input. It was found that the buttons were responding. No harm requiring medical intervention was reported. The customer will continue to use the insulin pump and the insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.